Manufacturer narrative:
Concomitant medical products: 4068 lead .

Event description:
It was reported that during use oversensing with multiple ventricular high rate episodes on ventricular lead and threshold progressive increasing on atrial lead was exhibited. Device programming sensitivity adjustment was made, and the rv and atrial lead remain in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry.